Manufacturer narrative:
Section a2, a4 and a5, a6: unknown/ not provided. Section d6a: if implanted, give date: unknown/ not provided. Section d6b: if explanted, give date: unknown/ not provided. Section e1: reporter: email address: unknown/ not provided section e1: reporter: telephone number: unknown/ not provided. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a lens removal due to lens defect. There was no delay in treatment or other interventions provided. No further information was provided.